Manufacturer narrative:
Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per complaint (B)(4), before clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Followup was submitted to correct data. Updated section b4 for date of this report, g1 for follow-up report submitter, g6 for report type and follow-up number and h2 for follow-up type.